Event description:
Same case as MDR ID # 2134265-2012-02820. It was reported that post a stenting treatment procedure the stent occluded. In (B)(6) 2011, the patient presented through emergency room with chest pain and st segment elevation. The 100% occluded lesion was located in the moderately tortuous and mildly calcified distal right coronary artery (rca). The target vessel diameter was 5.0mm. The lesion was predilated with a bsc apex 3.0x20mm balloon catheter and a non - bsc thrombectomy catheter was used to remove a significant amount of thrombus prior to stent placement. A bsc veriflex 4.5x28mm stent was implanted and post dilated with a bsc quantum maverick 5.0x20mm balloon catheter. Intravascular ultrasound was performed to assess apposition and determined the stent was not completed opposed. Post dilated a second time with a bsc quantum maverick 5.0x20mm balloon catheter. The patient's status post procedure was stable. Within less than 24 hours, the patient presented with chest pain and cardiogenic shock. The artery was 100% occluded at the proximal edge of the implanted stent. Another bsc veriflex stent was implanted. Patient returned home after spending approximately 26 days in the hospital. All was well until (B)(6) 2012 when the second stent occluded. At that time the occluded stent was cleaned out. No further patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed.(B)(4).